Manufacturer narrative:
Evaluation results: one used blue line ultra (blu) tracheostomy tube was returned for investigation. The returned sample was visually inspected at a distance of 12 to 16 inches and under normal conditions of illumination. No discrepancies were found. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. No discrepancies were found in the returned sample.

Manufacturer narrative:
Date of event: only the month ((B)(6)) and year (2019) are known. Device evaluation in progress.

Event description:
It was reported that during the use of the product, the customer noticed air was leaking from the cuff. No patient injury or complications were reported in relation to this event.